Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient received 1 appropriate shocks during vt. Post shock sinus rhythm was 80 bpm. The patient fell and hit their head. It is unknown if the patient fell before treatment or from treatment, the patient has a knot on their head. The paramedics cleared patient and said they were okay. Reporting out of an abundance of caution.